Event description:
It was reported that the physician contacted rhythmcare for recommendations on a patient admitted to the hospital. The patient had received in an inappropriate shock, due to over-sensing of noise from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Several attempts to obtain the status of this patient, and the model/serial of this device have been unsuccessful. The device remains implanted. No additional adverse patient effects were reported. Several attempts to obtain additional information have not been successful. The boston scientific representative advised the facility is not willing to share any additional information.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.